Manufacturer narrative:
(B)(4). Date sent: 3/24/2022. Investigation summary: call home revealed a cooling error and multiple reflected power errors. After the cooling error, the probe was disconnected and reconnected, and the probe passed. All of the temperatures were reviewed and were normal. The probe returned with a tip break. Further information was available, however it does not help to ascertain the cause. The root cause of the probe damage is unknown. Lot ml20065355 was reviewed (in process sn (B)(6)). Manufacture date: 7/27/20. Expiration date: 3/1/24. Probe sn (B)(6) had fep cover layer damage. There were no other problems seen during the manufacturing and testing of this lot.

Manufacturer narrative:
Pc-(B)(4). Date sent: 4/15/2021. Investigation summary call home was reviewed for system nm15nea00349 on 2/4/21. There were three cases on this date. The second case was the only one with errors, one cooling error and four reflected power errors. After the cooling error, the probe was disconnected and reconnected, and the probe passed. All of the temperatures were reviewed and were normal. No device will be returned for investigation. The root cause is unknown. No further investigation will be conducted on this complaint due to no device return. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The root cause is unknown.

Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the location of tumor in kidney? Inferior portion. What was the approach/where anatomically was the probe inserted? Through the abdomen. Was there any resistance felt or any challenges inserting the probe? No. Where in the kidney is the probe tip located? Lower pole. Were any lateral forces applied to probe? No. At what point did the system shut off? During the actual ablation. Was the ablation aborted or was another probe used to complete? Yes. Was there any transporting of patient to different room prior to probe tip breaking? No. Are there plans to retrieve the broke probe tip? No. What is the current patient status? Patient is fine. Patient will not be able to get MRI¿s in the future. The quantity involved was reported as 2. Did the tip break off of 2 probes? Two probes were being used during the ablation, but the tip only broke off on one. Probe. Both probes were on when one of the tips broke off. Was the procedure successfully completed? Yes it was. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during ablation of the kidney, probe shut off and would not turn back on. Patient was scanned and the physician found that the probe tip had broke off in the patient. The patient had a CT scan because they cannot have an MRI due to metal fragment limiting patient diagnosis. I certify that all information that are known/available has been disclosed.